Event description:
The account noticed smoke inside the axsym analyzer power supply. The account stated the axsym analyzer was installed 2 weeks prior and the axsym analyzer had been turned off for a period of time when the burned power supply cord was noticed. The account stated at the time of installation, the axsym analyzer was ok. Service repaired the power supply and checked the grounding, electricity and the ups for resolution. No injury from the smoke or burned axsym power supply was reported.

Manufacturer narrative:
Investigation in process, no results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Complaint text indicates while the instrument was off, the power supply was burned from the power cord. There was smoke inside the power supply. Email correspondence from the field service representative (fsr) indicates there was no injury. The power source was correct and met axsym specifications and a burnt power cord was not found. The fsr indicated the site may have had power issues because the ac power line from the state electricity company often goes down unexpectedly. The analyzer is on a ups for power backup. The fsr repaired the power supply, checked the grounding and verified instrument operation and returned the system to customer. The system was meeting all specifications following field service intervention. Service history indicates there have been no additional burning smell or smoke complaints following field service intervention. The axsym system operations manual provides adequate information concerning maintenance procedures, running the analyzer and emergency shutdown procedures. The axsym system has been certified to the appropriate us, (B)(4) and international safety standards with the objective to ensure the design and methods of construction used provide adequate protection for the operator and surrounding area against electrical shock, burns and excessive heat. Review of (B)(6) 2009 ((B)(6) 2008 data) metrics identified no adverse trends in conjunction with the complaint issue currently under investigation. No similar complaints were found for the customer described issue. The exact root cause for the smoke could not be determined with the available information. Field service indicated the power supply was repaired and the customer site does experience power issues. A deficiency of the axsym system was not identified. This is a final report.